Event description:
The catheter separated from the adapter. The reporter has been contacted regarding additional info and has not responded at this time.

Manufacturer narrative:
The sample has been rec'd for analysis and is currently being under investigation. A supplemental report will be submitted upon completion of the investigation.